Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after a usual lunch bolus followed by dessert, with glucose rising to 251 mg/dl and remaining above range for approximately three hours; troubleshooting and education were provided regarding meal announcements for snacks of 15 grams or more. Symptoms included hyperglycemia with a report of small ketones. Outcomes included no use of backup therapy, no medical intervention, and no hospitalization. Investigation included customer interview and review of the reported event. Investigation of this case revealed no device alarms or alerts and device operation consistent with automated correction. It was concluded that the event was consistent with hyperglycemia of unclear cause in the context of additional carbohydrate intake, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.